Event description:
It was reported that the device reached elective replacement indicator (eri) early as a result of high threshold on the left ventricular (lv) lead. The device was explanted and was replaced. The lv lead was explanted and was replaced. It was also reported that during the replacement procedure, a new lv lead was attempt for implant, but it was unable to stay in the chosen position. The lead was not implanted and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2011; 7121-65 competitor implantable tachy lead (B)(6) 2011. (B)(4).